Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported rapid battery depletion to eos was confirmed in the laboratory via review of the device image. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the rapid battery depletion could not be determined.

Event description:
It was reported that the patient presented to clinic with an alert for eri. One month prior the battery voltage was within normal range. Rapid battery depletion to eol was observed. Device was explanted and replaced.